Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the inner part was detached from the outer layer after clamping, which resulted in unclamped blood vessels and left in the abdominal cavity. The remaining clips were removed, and a new clip was used to complete the case. There was no patient injury.